Manufacturer narrative:
The device was not returned for evaluation, therefore, no results or conclusion can be determined.

Event description:
Sales representative reported that during the bone to bone autograft procedure, the graft was severed on the femoral side. An 8mm calaxo tap was used. When the surgeon put the screw in the tibial tunnel, it came back up and the graft was frayed and there was only about 1/3 left intact. The surgeon had to take everything back out and go to a tibialis allograft. The end result was very good. Further information confirmed that the tunnel was dilated from a 9.5 to 10mm. It was also stated that the femoral block on bone to bone was 20mm.